Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. Does the surgeon believe that the ethicon device contributed to the patient¿s complications?

Event description:
It was reported in a journal article that the patient underwent an unknown procedure on unknown date along with abdominal wall defect repair and the mesh was implanted as a suture for closure of abdominal wall defects. During the procedure, strips of the mesh were passed through the abdominal wall and tied as simple interrupted sutures. It was possible that, following the procedure, within 30 days, the patient experienced infection, delayed wound healing and/or hematoma required operative treatment of the subcutaneous tissues. The patient possibly developed postoperative seroma and was treated with drainage. It was reported that the knot located at the bottom of a seroma cavity was excised. It was also possible that the patient developed recurrent hernia and underwent a re-operation. Additional information has been requested.